Manufacturer narrative:
Device evaluated by a third party.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's system board and display board were replaced to address the issues.

Manufacturer narrative:
The manufacture previously reported a ventilator was returned to a third-party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third-party service center, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's system board and display board were replaced to address the issues. The system board and display board were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and display board functioned as designed and operated without issue or error codes.